Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the only conclusion was that the catheter was not flowing. No reason was identified. The patient was referred back to their physician and per the nurse practitioner with that physician they were going to book the patient for a follow-up appointment to plan for next steps. No plan was in place yet.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-11. It was reported that the catheter was coiled and in a knot, and the drug was going in the front by the stomach. The patient was reportedly at a dose of 100 mcg/day, but the dose went as high as 390 mcg/day. It was further noted that the pump was not protected from the organs because it had been implanted under the muscle. On (B)(6) 2017, the patient got a new pump and catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 360 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. On (B)(6) 2017 it was reported by the patient¿s mother that she did not feel that the patient's spasticity was any better than before pump implant on (B)(6) 2016. She thought the spasticity may have even been worse since implant. No changes were seen in the patient's spasticity from the last few dose increases. No falls or trauma were reported and the only troubleshooting performed thus far were dose increases with no change in spasticity. It was recommended that the patient have an x-ray and a single bolus through the pump to see if there was any change. If no change was noted, it was recommended that a side port aspiration and dye study be performed. The issue was not resolved at the time of report and no surgical intervention was planned or scheduled. The patient's status was reported as ¿alive - no injury¿. Additional information was received on (B)(6) 2017 from a healthcare professional who reported that the patient had not been seen yet. The patient was due for follow-up in a few weeks. Additional information was received on (B)(6) 2017 from the patient¿s mother via a company representative. Per the patient¿s mother, a side port aspiration was attempted on (B)(6) 2017 and they were not able to aspirate fluid. The plan for the patient was unknown at the time of the report. No further patient complications have been reported as a result of this event.